Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient is undergoing radiation treatment on their spine. Upon interrogation of the pacemaker, it was noted the battery status was at elective replacement time (ert). Seven months earlier the battery status was at two years remaining. The output was at 4.6 volts with a right ventricular (rv) threshold measurement of 1.4 volts. Boston scientific technical services (ts) was consulted and discussed that the pacemaker is in retry mode due to autocapture being programmed on. It was discussed that the device longevity is using the higher rv pacing output when calculating the remaining longevity. The clinic sent in the device¿s memory for analysis by engineers. Upon evaluation, the engineer determined that the reason for the device entering retry mode cannot be determined with the information available. The device appeared to be unaffected by radiation therapy as there are no resets or memory errors in the device memory. Engineering analysis found that the pacemaker appeared to be depleting normally. Ts discussed the engineering analysis results with the clinician. The clinician opted to continue to monitor patient through radiation therapies and replace device when appropriate.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the pacemaker was explanted and replaced. No additional adverse patient effects were reported.